Manufacturer narrative:
(B)(4). The device has been received at baxter for evaluation. However, the evaluation is not complete at this time. A follow-up report will be filed upon completion of the device evaluation, or if any additional information is received.

Manufacturer narrative:
(B)(4). During initial assessment of a returned homechoice machine, a baxter technician found an increased intra-peritoneal volume (iipv) that was identified in patient therapy log with occurrence date (B)(4) 2011 during cycle 5. The patient's drain volume was 3006 ml, and their programmed fill volume was 1800 ml, which meets the iipv criteria. The iipv was confirmed in the logs, but not duplicated during pal evaluation. Probable cause: insufficient drain. One or more cycles advance to next fill when slow / no flow occurred above the minimum drain volume threshold. The device was in specification relative to iipv found in the logs. There were no problems found during an internal inspection of the device. A service history review was performed revealing this device has never previously been sent to baxter for service and, therefore, the reported condition is not related to any previous reported problem for this pump. A device history review was also performed, finding that no exceptions were noted during the manufacturing of this device that were related to this event. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Additional investigation is being conducted through (B)(4).

Event description:
During evaluation, an additional issue of an increased intraperitoneal volume (iipv) event was found in the patient event logs: occurrence date (B)(6) 2011 at 21:17:52 with drain volume of 3006 milliliters (ml) during cycle 5. The patient's largest prescribed fill volume (lpfv) was 1800 ml. This meets iipv criteria. No patient injury or medical intervention was reported.